Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 6.5w. P-cap / reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 4 or pump error 53 alarms noted during testing, however pump error 4 and pump error 53 (file number = 803; line number = 612) alarms found in pump history files due to hardware anomaly as per global logic analysis. The following were noted during visual inspection: minor scratches on case.

Event description:
Medtronic received information that pump error 53, pump error 4 occurred. There was no adverse impact or consequence reported as a result of this event.